Event description:
During service of product unit was found to motor stall due to integrated circuit u18 on the logic board being out of specification. This was caused by a liquid spill on the logic board. Replaced u18.